Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a laparoscopy, division of adhesions, left salpingectomy, anterior and posterior vaginal repairs, tension-free vaginal tape insertion, and sacrospinous hitch procedure performed on (B)(6) 2016. As reported by the patient's attorney, during the laparoscopy procedure, it was observed that there were extensive adhesions on the left iliac fossa and eventually, the surgeons were able to remove the small left adnexal mass that was involving at least tube and probably ovary embedded in adhesions. Diffuse adhesions were divided down the left-hand side of the pelvis. The prolapse surgery involved anterior and posterior repair, and sacrospinous hitch, the latter to anchor the vaginal vault to the strong sacrospinous ligament on the sidewall of the pelvis. The continence procedure was a tension-free vaginal tape involving the insertion of a 1cm strip of mesh from a small vaginal incision, two small suprapubic incisions. The whole procedure was performed under general anesthesia and the patient was progressing well post-procedure. On (B)(6) 2016, the patient nauseated and vomited most of the morning and was given with multiple anti-emetic medications. In addition, the patient was in pain and was given with analgesia.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a laparoscopy, division of adhesions, left salpingectomy, anterior and posterior vaginal repairs, tension-free vaginal tape insertion, and sacrospinous hitch procedure performed on december 06, 2016. As reported by the patient's attorney, during the laparoscopy procedure, it was observed that there were extensive adhesions on the left iliac fossa and eventually, the surgeons were able to remove the small left adnexal mass that was involving at least tube and probably ovary embedded in adhesions. Diffuse adhesions were divided down the left-hand side of the pelvis. The prolapse surgery involved anterior and posterior repair, and sacrospinous hitch, the latter to anchor the vaginal vault to the strong sacrospinous ligament on the sidewall of the pelvis. The continence procedure was a tension-free vaginal tape involving the insertion of a 1cm strip of mesh from a small vaginal incision, two small suprapubic incisions. The whole procedure was performed under general anesthesia and the patient was progressing well post-procedure. On (B)(6) 2016, the patient nauseated and vomited most of the morning and was given with multiple anti-emetic medications. In addition, the patient was in pain and was given with analgesia. The complaint device is not expected to be returned for analysis. Boston scientific received an additional information on 03aug2022 as follows: the patient stated that she has been unable to work for two to three years and is unable to pick up children, among other activities, due to pain during her consultation on july 6, 2017. She also said that although her most recent surgery had provided some relief, her pain remained severe enough to prevent her from returning to work.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to december 06, 2016, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code 1994 captures the reportable event of pain. Impact code f1202 captures the reportable event of patient being not able to work for two to three years and cannot pick up children due to pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a laparoscopy, division of adhesions, left salpingectomy, anterior and posterior vaginal repairs, tension-free vaginal tape insertion, and sacrospinous hitch procedure performed on (B)(6) 2016. As reported by the patient's attorney, during the laparoscopy procedure, it was observed that there were extensive adhesions on the left iliac fossa and eventually, the surgeons were able to remove the small left adnexal mass that was involving at least tube and probably ovary embedded in adhesions. Diffuse adhesions were divided down the left-hand side of the pelvis. The prolapse surgery involved anterior and posterior repair, and sacrospinous hitch, the latter to anchor the vaginal vault to the strong sacrospinous ligament on the sidewall of the pelvis. The continence procedure was a tension-free vaginal tape involving the insertion of a 1cm strip of mesh from a small vaginal incision, two small suprapubic incisions. The whole procedure was performed under general anesthesia and the patient was progressing well post-procedure. On (B)(6) 2016, the patient nauseated and vomited most of the morning and was given with multiple anti-emetic medications. In addition, the patient was in pain and was given with analgesia. The complaint device is not expected to be returned for analysis. Boston scientific received an additional information on 03aug2022 as follows: the patient stated that she has been unable to work for two to three years and is unable to pick up children, among other activities, due to pain during her consultation on (B)(6) 2017. She also said that although her most recent surgery had provided some relief, her pain remained severe enough to prevent her from returning to work.

Manufacturer narrative:
Block h2: correction block a2 (date of birth) has been updated from (B)(6) 1959 to (B)(6) 1959. Block b3 date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. Phone number: (B)(6). Fax number: (B)(6). Block h6: patient code 1994 captures the reportable event of pain. Impact code f1202 captures the reportable event of patient being not able to work for two to three years and cannot pick up children due to pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.